Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 as the patient no longer wanted a cochlear implant.

Event description:
It was reported that, the device was explanted due to pain/non-auditory sensations. It is unknown if there are plans to reimplant the patient as of the date of this report. The patient information, device details and codings has been updated.